Event description:
Customer reported to field service engineer (fse) that patient had a vertical gas breakthrough (vgb) on the right eye. Doctor decided not to lift the flap. Patient came back a couple weeks later and had photorefractive keratectomy (prk) performed. Surgery completed successfully with no patient injury or loss of best corrected visual acuity (bcva). No additional information was provided.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) performed a preventative maintenance (pm) and verified flap thickness due to vertical gas breakthrough (vgb) and found that it was within specifications. All parameters meet specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.